Event description:
Customer's grand daughter reported finding the customer passed out on the floor, as they had lost consciousness. The grand daughter then obtained a glucose result of 72 mg/dl on their freestyle flash blood glucose monitor. Paramedics were called, and they obtained a glucose result of 29 mg/dl on an unk brand of meter. A treatment of glucose was administered intravenously in order to stabilize glucose levels. Afterwards, an add'l glucose result of 200 mg/dl was obtained on the paramedic's meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The freestyle flash blood glucose result as reported by the customer was identified in the meter internal log.